Manufacturer narrative:
The apnea monitor's memory data was downloaded and analyzed by trained associates. The downloaded memory revealed that the smartmonitor 2 was set up with prescribed settings of a 16 second delay before annunciating and recording an alarm for an apnea condition. The smart monitor was programmed with parameters that were appropriate for recording and alarming for respiration and heart rate events during infant monitoring. The smartmonitor 2 device is not intended to prevent loss of breathing or heart activity. The smartmonitor 2 parent's guide (pn 572-4000-00) further states: "the smartmonitor 2 is a monitoring device only. It does not prevent the loss of breathing or heart activity, nor will it restore breathing or heart activity. It will not prevent death. Anyone using the smartmonitor 2 to monitor an infant should be trained in current infant cardiopulmonary resuscitation (CPR), which is a proper way to restore breathing and heart activity." It has been concluded that the device did not cause or contribute to the reported incident. The monitor passed all required testing and detected and alarmed appropriately for simulated events. Based on all available information, the manufacturer concludes that the device functions to specification and that no further action is appropriate.

Event description:
Children's medical ventures (chmv) received a complaint report from a durable medical equipment (dme) supplier stating that an apnea monitor failed to alarm during a patient event. There was no death or serious injury associated with the alleged alarm failure. The dme reported that the mother stated her child was in transport to the hospital when the child went into cardiac arrest on (B)(6) 2012. The mother stated that the unit did not alarm during the event. Further discussion between the dme and the ambulance workers revealed that the unit was shut off by the ambulance workers during transport and that is why the unit did not alarm. The unit was returned to the manufacturer for evaluation. The current condition of the patient is not known. The device was returned to the manufacturer for evaluation and quality assurance determined that the device functioned to specifications. The apnea monitor was visually examined and tested by the manufacturer using a simulator in accordance with the smartmonitor 2 checkout procedure manual (pn 1020817). The apnea monitor detected and alarmed appropriately for simulated events and passed all required testing.